Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a procedure, the unit had a problem with functional residual capacity (frc) measurements and alleged the patient became hypoxic. There was no reported patient serious injury.

Manufacturer narrative:
Review by ge healthcare clinical and engineering has determined the reported event would not cause a hypoxic condition. The device worked as designed and the event is not hazardous. Review by ge healthcare clinical and engineering has determined the reported event would not cause a hypoxic condition. The device worked as designed and the event is not hazardous.